Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the elective replacement indicator (eri) triggered on the device, and that outputs were high. It was also reported that impedance and thresholds were high on the atrial lead. The device was reprogrammed and the device and lead are still in use, but will be replaced. No patient complications have been reported as a result of this event. It was reported that the elective replacement indicator (eri) triggered on the device, and that outputs were high. It was also reported that impedance and thresholds were high on the atrial lead. The device was reprogrammed and the device and lead were then explanted and replaced. No patient complications have been reported as a result of this event.